Manufacturer narrative:
Date of manufacture, of the initial medwatch report indicates:  04/27/2011. Date of manufacture, of the initial medwatch report should indicate:  04/26/2011.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event their device would not detect that the patient was connected via standard ECG or paddles lead ECG; therefore, the need for therapy could not be determined. Additionally, therapy may not have been able to be delivered because paddles lead ECG was not detecting the patient. The customer advised that they tried a different set of therapy electrodes and ECG leads; however, there was no change. The patient, a (B)(6) female, survived the event. There were no reported adverse effects to the patient as a result of the reported issue.